Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Reportedly post procedure, when advancing the first pre-placed suture, the suture broke. The second pre-placed suture was successfully advanced. Hemostasis was achieved with the second pre-placed prostyle suture. The z-suturing method was also applied to close the tissue tract. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported suture separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.